Event description:
The customer reported that her olympus evis exera iii xenon light source was providing a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac provided a handful of trouble-shooting options for the customer to resolve the issue. The customer reported back that those were success. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Customer reported event occurred during procedure and provided the serial number of the device as (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.